Manufacturer narrative:
Insulin pump had missing segments/partial display due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to missing segments or partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had display anomaly and physical damage. Customer stated the screen was showing gray/white screen with lines and cracks on the casing. Blood glucose level at the time of the incident was 67 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.